Event description:
It was reported by service report that the last siderail on the patient's right side has a broken weld and is broken away from the litter and hanging down and a sharp edge is exposed. No patient involvement or adverse consequences are reported.